Manufacturer narrative:
(B)(6). The device was returned and evaluated. The minicap was visually inspected and a crack was noted on the rim of the minicap. Functional testing was performed and the cap failed the leak test. All box dimensions of the sample received were measured and passed. A batch review was conducted and there were no deviations found related to this condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. The device was determined to not meet specifications based on the results of evaluation, but the cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, the device was determined to be cracked and it failed the leak test. There was no known patient injury or medical intervention indicated at the time of the report. No additional information is available.